Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: there was no evidence of loss of prime errors, alarms or warnings observed in the black box history. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no loss of primes occurring therefore the issue was not duplicated. Unrelated to the initial complaint, it was observed that the bolus button cover was torn but the bolus button was still operable. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.